Manufacturer narrative:
(B)(6) h6. Investigation summary: bd received one photograph from the customer for investigation. Visual inspection of the photo revealed a missing label. In addition,100 retain tubes from bd inventory were visually inspected and showed no missing labels. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for missing label. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube was missing a label. There was no report of patient impact.